Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse stated they turned patient on the arctic sun device earlier. After they turned the patient, started getting low flow alerts. They checked connections and made sure there were no kinks. The low flow alarms continued and flow rate was 0 l/min. Nurse stated they tried stopping therapy and emptying the pads. Once the pads were emptied, the device alarmed the reservoir was empty and the water reservoir level (wrl) showed one bar. Nurse tried to fill the reservoir with sterile water, however the device could not take up any water. Confirmed with nurse they does not have the pads connected to the fluid delivery line (fdl). Confirmed fluid delivery line (fdl) was connected to back of device and fill tube was connected to the fill port. When nurse presses start under fill reservoir, it was not taking up any water. Walked nurse through placing the device in manual control. Water flow rate (wfr) was 0 l/min, inlet pressure (ip) was 0 psi, circulation pump command (cpc) was 100 percentage, system hours were 7978 and pump hours were 6801. Informed nurse it appears the circulation pump may have gone out. Informed nurse to send this device to biomed labelled no flow. Had nurse swap to a new device. Nurse connected pads and started therapy, after a few minutes water flow rate (wfr) 2.8 l/min. Per updated entry description on 13feb2024, biomed stated the device was sent to them for flow issues. Functional verification determined a failed circulation pump. They requested a quote for 2000 hour service.

Event description:
It was reported that nurse stated they turned patient on the arctic sun device earlier. After they turned the patient, started getting low flow alerts. They checked connections and made sure there were no kinks. The low flow alarms continued and flow rate was 0 l/min. Nurse stated they tried stopping therapy and emptying the pads. Once the pads were emptied, the device alarmed the reservoir was empty and the water reservoir level (wrl) showed one bar. Nurse tried to fill the reservoir with sterile water, however the device could not take up any water. Confirmed with nurse they does not have the pads connected to the fluid delivery line (fdl). Confirmed fluid delivery line (fdl) was connected to back of device and fill tube was connected to the fill port. When nurse presses start under fill reservoir, it was not taking up any water. Walked nurse through placing the device in manual control. Water flow rate (wfr) was 0 l/min, inlet pressure (ip) was 0 psi, circulation pump command (cpc) was 100 percentage, system hours were 7978 and pump hours were 6801. Informed nurse it appears the circulation pump may have gone out. Informed nurse to send this device to biomed labelled no flow. Had nurse swap to a new device. Nurse connected pads and started therapy, after a few minutes water flow rate (wfr) 2.8 l/min. Per updated entry description on (B)(6), 2024, biomed stated the device was sent to them for flow issues. Functional verification determined a failed circulation pump. They requested a quote for 2000 hour service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a weak circulation pump. They checked connections and made sure there were no kinks. The low flow alarms continued, and flow rate was 0 l/min. Nurse stated they tried stopping therapy and emptying the pads. Once the pads were emptied, the device alarmed the reservoir was empty and the water reservoir level (wrl) showed one bar. Nurse tried to fill the reservoir with sterile water, however the device could not take up any water. Confirmed with nurse they do not have the pads connected to the fluid delivery line (fdl). Confirmed fluid delivery line (fdl) was connected to back of device and fill tube was connected to the fill port. When nurse presses start under fill reservoir, it was not taking up any water. Walked nurse through placing the device in manual control. Water flow rate (wfr) was 0 l/min, inlet pressure (ip) was 0 psi, circulation pump command (cpc) was 100 percentage, system hours were 7978 and pump hours were 6801. Informed nurse it appears the circulation pump may have gone out. Per additional information received, biomed stated the device was sent to them for flow issues. Functional verification determined a failed circulation pump. They requested a quote for 2000-hour service. DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.